Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise with oversensing and pacing inhibition with asystole of less than two seconds. A new rv lead was successfully implanted. No additional adverse patient effects were reported.